Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Based on the medical safety officer's (mso) review of this case the patient's demise is associated with the automated impella controller (aic) accordingly under manufacturer device report number 1220648-2025-28211. The following fields have been revised. B2 death and date of death omitted based on recommendation of mso. B5 revised with mso statement. H1 revised to serious injury. H6 health effect - impact code 1802 death omitted based on recommendation of mso.

Event description:
Per the medical safety officer review the impella pump related event is a serious injury. The patient's demise is associated with the automated impella controller (aic) accordingly under manufacturer device report number 1220648-2025-28211.

Event description:
It was reported that an impella cp was implanted in a patient with a history of renal failure related to hypertension and dialysis. The patient presented with nstemi and heart failure symptoms. Repositioning of the pump caused some ventricular tachycardia, so the physician elected to pull back the pump and leave it shallow. There was a notification of ongoing suction, in addition to positioning alarms. The ECMO cannula was inadvertently removed when transferring patient from bed to gurney. It was also noted that transesophageal echocardiography was performed at bedside and the pump was repositioned. The patient expired while on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of positioning issues, vf/vt/af/at, and low pump flow has been completed. The impella device was not returned for evaluation. Positioning issues: data logs were reviewed and "impella in ventricle" and "impella in aorta" alarms were triggered persistently twice during support. Data logs at time of positioning issue on (B)(6) 2025 were not returned for evaluation. Clinical details noted that during first instance of positioning alarms, patient was receiving bedside ECMO. The following day, the pump was repositioned and the day after, positioning alarms occurred again when patient was coding and ECMO cannula had been inadvertently removed when moving patient. The root cause of the positioning issues was most likely due to patient movement as first instance of positioning alarms occurred when patient was being cannulated for ECMO after patient was transferred to unit, and second instance of positioning alarms occurred when patient was being transferred to bed and ECMO cannula was also inadvertently removed. Low pump flows: data logs were reviewed and suction alarms were present on first day of support. At time of suction alarms, both "impella in aorta" then "impella in ventricle" alarms were being triggered. Suction alarms and low flows seem to suddenly resolve after about an hour. Clinical details noted that ongoing suction alarms were occurring and patient was being placed on bedside ECMO. The root cause of the low pump flow was most likely due to improper positioning as the low flows occurred with positioning alarms. Vf/vt: as the necessary information was not provided, the root cause of the vt/vf was not determined. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28159. D6a and d6b were erroneously entered on the initial manufacturer device report number 1220648-2025-28159.